Event description:
Pt's mother had breast implants placed 1/16/80. She had bleeding through envelope. Implants were intact. She had capsular contractures and open capsulotomies. Pt has chronic bladder/urinary infections, other neuropathy, balance disturbances/vertigo/dizziness, chest/rib cage: pain &/or burning sensation, elevated cholesterol or triglycerides, dry eyes, chronic pain, sensitivity of extremities, frequent low grade fever, chronic diarrhea &/or constipation, esophagitis, duodenitis &/or gastritis, irritable bowel syndrome, vaginal burning with no medical evidence, frequent migraines/severe headaches, paroxysmal atrial tachycardia, hypersensitivity to: chemicals, molds, dust or pollen, unusual chronic infections, joint inflammation, swelling, pain/arthralgia, chronic swollen lymph nodes under arms, groin and neck, muscle pain & burning, muscle atrophy, fibromyalgia, needles in legs and arms, unexplained rashes, sun sensitivity, unexplained severe itching, chronic insomnia, non-restorative sleep, long-term extreme fatigue and sicca.(*)